Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 15 (the critical block and inverse critical block did not add to zero) on the insulin pump. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was done and found the customer was able to clear the alarm and rewind the insulin pump. There was no information available about a self-test. No harm requiring medical intervention was reported. The product mmt-1880 will be returned for analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 15 alarms noted during testing. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 15 (line number 1935 file number 0) on 10/10/2025 19:54:01.000 due to moisture damage to the pcb1 board and pb2 board as per global logic analysis. No moisture damage noted to motor assembly. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, and cracked keypad overlay. The p-cap/reservoir does lock properly. The pump history download confirmed the pump alarmed pump error 15 due to moisture damage to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.